Event description:
The patient reported that they had two v-go devices fall off prior to the 24-hour wear period over the weekend of (B)(6) 2023. It was reported the adhesive failed and disconnected from the back of the patient's arm. It was reported that the devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the device fell off event complaint. All device functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.